Manufacturer narrative:
The insulin pump passed the displacement test, prime test and excessive no delivery alarm test. The insulin pump had a scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that customer experienced excessive no deliveries. Alarm was not able to clear after changing infusion sets, reservoirs, batteries, or battery cap. No further information provided.